Event description:
It was reported that surgery was delayed due to the surgeon not being able to connect the devices.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the alignment guide revealed the device is intact and show no obvious signs of damage. The device is worn and show significant signs of use. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. The device was manufactured in 2014. An evaluation performed by our quality noted the locking cam plate has wear marks indicating that it has previously functioned correctly. Locking cam plate is bent in the center preventing the part from functioning correctly. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.